Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a umbilical hernia . It was reported that after implant, the patient experienced a mesh design defect. Post-operative patient treatment included hernia repair with mesh, and a revision surgery.